Manufacturer narrative:
Review of cta¿s 6- ½ years post-implant confirmed that the talent bifurcate was currently positioned approximately 5cm below the renal arteries. The neck diameter near the level of the renals was approximately 50mm, and the proximal neck contained thrombus. The proximal od of the bifurcate measured 38mm. The max diameter aaa measured 5.6cm and there was a proximal type I endoleak. The ip silateral limb extended into the right common iliac and the contra limb and extension were positioned into the left common iliac artery. The origin of both the ipsilateral and contralateral limbs were acutely angulated to the aortic body; greater than 90 deg. Thrombus was seen within the bifurcate aortic body and the ipsilateral limb was completely occluded. Distal flow resumed at the right iliac bifurcation. The contra limbs were patent. Other than the kinked limbs noted just below the level of the flow divider, the limbs were relatively straight without any obvious stent graft compression. No other stent graft issues were observed. The exact cause of the migration leading to the proximal type I endoleak could not be determined. The anatomy at implant and earlier post-implant images were not available for review, and it was reported that the patient was lost to follow-up since implant. It appears likely that the events were caused by disease progression due to neck dilatation and morphology changes. The cause of the bifurcate aortic body and limb occlusion could not be determined. It is possible that acute limb angulation, possibly due to aneurysm morphology changes and the migration, may have contributed.

Event description:
Additional information was received for this event. It was reported that an endurant 13x16x156 iliac limb and an endurant 36x14x102 were implanted. The migration and type I endoleak were resolved. A fem-fem was completed after the case.

Manufacturer narrative:
Review of two still angiogram images during an intervention revealed that the talent aaa which had migrated into the sac was treated with a 36mm endurant aui and a 16 mm endurant limb. The aui was implanted proximal to the renal arteries; which were bilaterally stented and chimney¿d into the aorta near the level of the aui suprarenal stents. The single post-implant image showed that the renal arteries and aui were patent and no obvious endoleak or other stent graft issues were seen. Images of the bypassed talent aaa (distal to the bare spring) were not visible in the single image provided.

Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient came in for cardiovascular work up and the CT revealed a type ia endoleak. The stent graft was also found to have migrated 2 cm. The cause of the migration is unknown, as the endoleak may have occurred before or after the migration. The aortic neck has expanded to 46 mm in diameter (currently there is no neck) and the aneurysm is 6 cm in diameter. It was also reported that the patient did not return for any follow-up appointments since the time of implant. The patient will be monitored. No additional clinical sequelae were reported.